Event description:
It was reported to boston scientific that during the colonoscopy, two clips failed to deploy (would not detach from the catheter). Additionally, one of the two clips grasped the tissue but did not cause additional trauma to the mucosa when the clip was removed. They used another of the same device to complete the case. Patient is reported to be "ok". Note: this event is being field on one of two clips, please refer to MFR report # 3005099803-2008-04014 for the other report.

Manufacturer narrative:
.